Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead had high pacing impedance, oversensing, noise on the rv channel, as well as r waves were being undersensed. The lead was capped and replaced. No patient complications have been reported as a result of this event.